Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that stent damage occurred. A percutaneous coronary intervention was being performed on a 75% stenosed, severely tortuous and moderately calcified lesion in the right coronary artery. A 3.50 x 32mm synergy xd drug-eluting stent was advanced but could not cross the lesion. The device was removed from the patient and the stent tip was found to be lifted. The procedure was completed with another device and no patient complications were reported.